Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Several unsuccessful attempts were made by ge healthcare to contact the customer for repair service.

Event description:
The hospital reported the unit shutdown during a case. The patient was switched to manual ventilation. There was no report of patient injury.